Event description:
It was reported that the health care provider (hcp) refilled the pt's pump with the wrong concentration and did not perform bridge bolus; the pt was supposed to get 500 mcg/ml, but received 2000 mcg/ml. The error was discovered after 24 hours. The pt was slightly lethargic. The pt went to the ER for monitoring for several hours. The pump was stopped for about 16 hours and the symptoms resolved. When the pump was restarted the hcp stated that the pt was doing well and continued to do well. The pt outcome was reported as "no injury". The medication being delivered via the device system was lioresal.